Manufacturer narrative:
Updated fields: d9, e3, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - the mlx 300w xenon lightsource was returned in used condition. Evaluation identified that the mirror and mirror holder were broken, resulting in the bezel assembly being exposed to heat and melting. The ac entry, right side panel were damaged. As a result, the bezel assembly, ac entry module and right trim panel were replaced. The unit passed all service and repair testing. Root cause - the reported complaint was confirmed. It was determined that the failure was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a "burnt and damaged lens" and "began smoking while it was in use during a surgery". The device was not in contact with a patient. No patient injury, death, or surgical delay occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.